Event description:
The customer complained of two discrepant results between coaguchek xs meter (B)(4)and a lab using an unknown reagent. On (B)(6) 2018 the customer tested by fingerstick on the meter and the result was 5.3 inr. The patient was tested at a lab within 7 hours with a result of 3.5 inr. On (B)(6) 2018 the customer tested by fingerstick on the meter and the result was 4.1 inr. The patient was tested at a lab within 7 hours with a result of 3.1 inr. The customer's therapeutic range is 2.0-3.0 inr. The customer's meter was coded correctly at the time of the test. The strips are stored properly in the strip vial. The blood sample was applied to the test strip within 15 seconds of the fingerstick. The customer is not anemic, no heparin, no antiphospholipid antibodies and no direct thrombin inhibitors. The customer did not have any diet changes. The customer recently had a urinary tract infection and finished the antibiotic treatment on (B)(6) 2018. The customer did not remember the name of the antibiotic. The customer had no symptoms of bleeding. The customer did have symptoms of bruising from the lab draw but did not require any treatment. Retention test strips (294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.